Event description:
The customer accidentally mixed up his contour next test strips with his medication, and swallowed 10-12 of the strips. There was no serious injury alleged. Product was not replaced.